Event description:
The facility reported a pump with an overinfusion of over 21ml instead of 20ml. It is unknown when this event occurred. Broken door. Information was not provided regarding whether or not the problem occurred during a patient infusion. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump with an overinfusion of over 21ml instead of 20ml was not confirmed during product evaluation. Therefore, no further correction was made concenring this event. The device was tested and returned.